Event description:
On oct 29 2007, the sales representative reported, that during an anterior lumbar interbody fusion, the infix distracter did not properly distract the posterior portion of the implant guide. Therefore, when the struts were advanced they were unable to properly seat and were about 4mm proud. The surgeon removed the implants and started over the same implants, however, one of the struts and one endplate were stuck together and could not be used. The surgeon used end plates with less lordosis to complete the case. Additional information from the sales representative on 2 nov 2007, indicated the infix guide potentially scissored during the case. The surgery time was extended by 30 minutes. There was no report of patient injury.

Manufacturer narrative:
The surgeon associated with the event was trained on 26 apr 2005. Evaluation of returned product is pending.